Event description:
It has been reported to co that during the procedure the physician was unable to place the temporary pacemaker wire. At this time the balloon electrode was removed and the tip of the balloon was noted to be fractured. The device was replaced and the procedure completed. The pt is reported as fine and the device is being returned for co's analysis.